Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device was explanted due to an advisory or recall. The device was not affected by a current product advisory. No further information available at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Additional information received indicates that this device was explanted due to premature battery depletion. No additional adverse patient effects were reported.